Manufacturer narrative:
(B)(4). One opened sample of product code sxpp1a400 was received for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿during an unknown surgery, it was found that the fixation tab of the stratafix had already come off the suture before use¿.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and barbed suture was used. During the procedure, it was found that the fixation tab of the suture had already come off the suture before use. There were no adverse consequences to the patient. Upon evaluation of the device, the suture was examined and body fluids on some barbs were noted and the sides of the fixation tab were broken.